Event description:
Reportedly, the balloon ruptured. Not sure if all latex was recovered. No patient injury or intervention. Customer stated the hospital will not be returning the device at this time, as they choose to keep it for "legal purposes".